Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble with insulin pump, when they enters blood glucose, it was only showing 2 numbers, not 3 as normal and insulin pump¿s buttons were not responding. The customer blood glucose level was 72 mg/dl. Customer was assisted with troubleshooting. Customer states that the time was advances. Customer stated that the act button of insulin pump was not responsive and they cannot go to main menu. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.